Event description:
It was reported that the right ventricular lead was replaced due to oversensing. A lead fracture was assumed. Additional information was later received reporting that there was also no capture and high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned. During analysis, it was observed that there were two sets of setscrew marks on the is-1 pin. One set was too proximal, which indicates the lead was not fully inserted into the device.